Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history could not be performed as no lot code was provided. Conclusion: the cause of the reported event cannot be determined conclusively due to the absence of a sample to evaluate. However, it is likely that the device fractured due to multiple contributing factors, which include the length of implantation coupled with the patient's activity level and the structure of the construct.

Event description:
A connector broke in the patient and a revision surgery had to be performed into order to remove the connector and revise the construct

Event description:
A connector broke in the patient and a revision surgery had to be performed into order to remove the connector and revise the construct